Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010, during drain cycle 3. The ultrafiltration volume was 1214 ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was received inoperative and as a result, rite testing was unable to be performed. The product analysis lab (pal) temporarily installed a pal test article digital pcb for troubleshooting purposes; the device powered on normally with the pal test article digital pcb. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred. Product surveillance contacted the nurse and provided the results of evaluation. The nurse indicated that the patient is doing well on the new cycler. The nurse confirmed that there was no patient injury or medical intervention reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.